Event description:
New information received notes that the right ventricular lead was previously capped due to a device upgrade. There were no malfunctions on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead extraction, the atrial lead had dislodged. The lead was explanted and replaced. There was a capped rv pace/sense lead, and the lead was extracted as well. The patient was stable.